Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: on (B)(6) 2024, during the routine self check of the ventilator by medical staff, the monitoring of the flow sensor did not pass. They contacted the medical department for maintenance, and the engineer found that the sensor diaphragm was faulty, which did not have any adverse effects on the patient no health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: on (B)(6) 2024, during the routine self check of the ventilator by medical staff, the monitoring of the flow sensor did not pass. They contacted the medical department for maintenance, and the engineer found that the sensor diaphragm was faulty, which did not have any adverse effects on the patient no health consequences or impact